Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product was returned for analysis , but the sample was not returned form sterilization yet, therefore, the condition of the product could not be verified. Because the sample was not investigated and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the device became clogged. The patient's intraocular pressure (iop) increased and the device was explanted. In a follow up, the surgeon reported that the patient came to the hospital with sudden blurred vision and increased intraocular pressure. Hypotensive drugs were given, which did not control the increased iop. A needling procedure was completed, which had a temporary effect in decreasing the pressure, but then the iop increased to 34 mmhg. It was suspected that the glaucoma filtration device was clogged, but this was not able to be confirmed by slit lamp observation. The iop increased further and the surgeon explanted the shunt and a trabeculectomy was performed.